Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing with a non-boston scientific right atrial (ra) lead. Technical services (ts) provided assistance with reprograming options. This device remains in service. No adverse patient effects were reported.